Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, inappropriate mode switch (ams) due to atrial lead noise was observed. The noise was reproduced with isometric testing. The patient did not experience any symptoms and was in stable condition. Programming change was made to prevent ams. The patient was stable and being monitored.